Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak and there was a spot where the fibers split/separated. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 300cc. The pt had no adverse effects and no medical intervention was required. The pt did not complete treatment; he had 24mins of therapy remaining. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.